Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 20222. On (B)(6) 2022, the patient was driving and experienced hypoglycemic symptoms. He was about to lose consciousness, so he decided to stop the car and pick up a juice which was stored at the trunk of the car. The patient got out of the car and check his cgm reading which was around 90 mg/dl ¿ 94 mg/dl, then the patient suddenly lost consciousness on the road. Due to the fall because of the loss of consciousness, the patient experienced a fractured bone, head abrasion, fluid accumulation in the ear and hearing loss. A stranger found the patient unconscious and the woman and called 911, the paramedics arrived and took the patient to the emergency room via ambulance. The blood glucose reading was taken at the hospital when the patient arrived and it was 35 mg/dl. The patient was at that hospital for 5 hours and then transferred to another hospital where they stayed for 8 days. After hospitalization, they were transferred to a rehabilitation center and stayed there for about 13 days. At the time of the report, the patient had recovered and was doing well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.